Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the hospital yesterday due to an infection, and her blood glucose was approximately 527 mg/dl. The customer stated that she was getting calibration alarms throughout the night, and she just kept clearing them. Advised the customer to wait until her blood glucose is in the 200 range, and then try calibrating. Advised to call back as needed. Nothing further was reported.